Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to allowing the rotating portion to touch any metallic object during use, that damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 02/20/2023, it was reported by a distributor via sems that an ar-8400cds dissector broke. This occurred during a case on (B)(6) 2022 when the shaver started to work and immediately stopped as if it got stuck. When attempting to remove it the ar-8400cds broke. Another device was used to complete the procedure. There was no additional information provided, additional information has been requested.